Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). Rep reported potential short circuit reported on electrodes 2 and 7 with impedances 20 ohms or less. No falls reported. No other potential factors reported. Rep interrogated device and identified potential short circuit. Reprogrammed stimulation programs around affected electrodes. Reprogrammed groups a-c to not use electrodes 2 and 7. Hcp had no further information. No further complications were reported/anticipated.